Manufacturer narrative:
Insulin pump passed displacement test, basic occlusion test, occlusion test, excessive no delivery test and prime/compromised force sensor system test. Motor passed motor test. No motor error alarm. No excessive no delivery alarm noted. Device and one touch ultra-link functioning and communicating properly. Recorded properly at status screen. Insulin pump received with scratched lcd window. Device received with cracked battery tube threads. Insulin pump received with cracked reservoir tube lip. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the device alarmed a no delivery alarm and a motor error alarm during bolus. Customer's blood glucose was 460 mg/dl. Device was able to rewind. After troubleshooting, customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.